Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a catheter shaft fracture occurred. The lesion was located within the right coronary artery. During the procedure, the 3.0 x 20mm maverick2 monorail balloon catheter broke into two pieces at the level of the guide catheter. Both sections were removed from the patient without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.